Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The reported problem was confirmed using logs, log review revealed error c-71, 4-71 and 2-7. Visual inspection did not reveal any issues related to the reported event. Functional testing was performed using the system, and the unit powered on and successfully cauterized across all ports and instruments without any issues. Additionally, a review of the erbe internal log showed c-00. The complaint was confirmed by failure analysis.

Event description:
It was reported that a c-71 error against the erbe generator. The customer power cycled the erbe, with no change. The customer stated that they were going to use another vision side cart (vsc) to complete the case. The site's clinical sales rep (csr) contacted an intuitive tech support engineer (tse) an hour later to get assistance with connecting a covidien generator. The customer did not had the required cabling to connect the generator to the vsc, and planned to use the generator in standalone mode with pedals outside of the surgeon's console. A third call was placed by the csr to the tse to get assistance with connecting a ft-10 generator. The tse explained that the ft-10 generator has not been validated for use by intuitive. No other information provided. There were no reports of patient involvement.